Manufacturer narrative:
A partial lead with the distal tip measuring 54.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that lead noise was observed on the rv lead. The physician scheduled the patient for a revision and noted a fracture in the lead between the coils. No other anomalies were reported. The physician elected to extract and replaced the lead. The patient was stable following the procedure.